Event description:
Pt had total knee replacement surgery utilizing navigation in 2006. Three months later, the pt was working in his yard when he tried to rise and suffered a fracture. According to the doctor, the x-ray showed it to be a supercondylar fracture that required surgical intervention. Pt was operated the following day, and a rod was put in to stabilize and repair the break. Surgeon assessment is that the pin hole as well as heat necrosis were the casual factors in the fracture.

Manufacturer narrative:
Investigation ongoing. Internal investigation could not verify doctors assessment as x-rays have not been provided.